Event description:
It was reported that during an a-fib procedure, the tip of the halo xp catheter was stated to be detached and needed to be retrieved from the patient. There was no patient injury. Upon further follow-up regarding the event, it was clarified by the bwi representative that the tip of the catheter did not detach as initially reported. The puller wires seemed to have malfunctioned and the catheter had to be retrieved with a snare device. There was no injury to the patient. Therefore further attempts were made to the customer to ask details and specifics of the complaint. However, no additional information has been provided.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
The PMA / 510(k)#: k953663. (B)(4).